Event description:
It was reported via clinic notes received that the patient experienced a transient period of wound drainage approximately month after her initial vns implant surgery. The patient was put on antibiotics and the issue eventually resolved. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.